Event description:
The nurse alleged the pt positioning monitor was set. Pt exited the bed, the alarm did not sound/activate and the pt fell and hit their head. The nurse said she was able to duplicate the setting of the pt positioning monitor on the bed-monitored it as it shut itself off. Bed was removed from service. The pt was given a cat scan and had a hematoma on her head. Add'l info was not released.

Manufacturer narrative:
The technician found the pt positioning monitor was setting properly but found the right scale pod display led's were flickering and would not read a weight. The technician replaced the right caregiver board to repair the bed.